Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic received information that pump error 15, pump error 23 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged insulin pump error 15 alarm and insulin pump error 23 alarm found on (B)(6) 2021. Insulin pump passed the displacement test and self test. No insulin pump error 15 nor insulin pump error 23 alarms noted during testing. Successfully downloaded history files and traces using thus. Insulin pump error 15 (file #: (B)(4), line #: 442) confirmed in the history file on (B)(6) 2021 at 11:43:09. Insulin pump error 23 alarm was confirmed in the history file on (B)(6) 2021 at 11:43:11. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case above arrow and battery icon and pillowing keypad overlay. Insulin pump error 15 alarm confirmed in the pump downloaded history. Insulin pump error 23 alarm confirmed in the pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.